Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultrasmart meter is giving inaccurate high readings. On (B) (6) 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone. The pt tests his blood glucose more than 4 times per day and manages his diabetes with self adjusting insulin. On (B) (6) 2010, the pt went to the lab to have blood work done. On that day, the pt reported blood glucose results of "284 mg/dl" with a lifescan meter and "222 mg/dl" on a laboratory device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. On (B) (6) 2010 at around 8 am, the pt took 4 units of insulin per a "118 mg/dl" blood glucose reading obtained on the lfs meter. The pt noted that he does not take insulin except when his blood glucose reading is above 100 mg/dl. That morning, he felt that his blood glucose was inaccurately high and thought his blood glucose should have read around 70 or 80 mg/dl. The pt did not eat breakfast that the morning as he is not accustomed to eating that early. That morning he went to church and began to have symptoms described as dizzy and dry mouth at around 10:30 am. The paramedics arrived shortly after and tested the pt at "56 mg/dl." The pt was transported to the hospital and was treated with IV glucose for 4.5 hours. The pt felt that had he obtained an accurate reading that day, he would have not taken any insulin and avoided the alleged medical intervention. During troubleshooting, the customer care advocate verified that the test strips were in good condition and within the discard date, the testing process was correct, and the results were taken on an approved test site. This complaint is being reported because the pt claimed that he received treatment for hypoglycemia after he took insulin based on an alleged inaccurate high reading obtained on the lfs meter. Replacement products were sent to the pt.